Manufacturer narrative:
UDI #: (B)(4). DHR: there is no indication that the production process may have contributed to this complaint. The complaint sample was not returned (discarded by hospital), therefore an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Since the reported issue is an infection the sterilization certificate was inspected. No discrepancies were noted. The sterilization certificate is conform to specifications and was approved and signed on june the 5th, 2018; the most probable root cause could be linked to the implantation procedure.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00322. A facility reported that twelve days after the valve and catheter implantation, the patient started experiencing fever. A culture was performed and resulted negative, then the physician decided to test the csf through lumbar puncture which resulted with high-white-blood-cell, and infection was confirmed. Therefore, a revision surgery was performed to retrieve and replace the valve and the catheter. The patient was treated with antibiotics.